Manufacturer narrative:
No moisture damage was found on the electronics, motor, battery tube, or vibrator assembly. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she had fallen into the pool with the pump on. Customer's blood glucose was 126 mg/dl at the time of the incident. Customer was playing near the pool with a dog and fell into the pool while wearing the pump. Customer stated that there is condensation and she is unable to see the battery level. Customer stated that the pump is operational but she is not able to view a substantial portion of the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.